Manufacturer narrative:
Failure analysis update: reported problem was not verified, but opcheck failed for ¿general system error¿. Unable to determine root cause. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device was unable to boot while fco was being performed. There was no patient involvement.